Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this electrode had delivered an inappropriate shock last year due to oversensing noise as well as the patient¿s small amplitude. Some noise was able to be reproduced and the electrode was reprogrammed. Later, the patient received 13 inappropriate shocks due to oversensing. The patient was observed to have large t-waves and a huge q-t interval. Surgical intervention was performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.